Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a hematoma which was discovered two weeks post implant of this implantable cardioverter defibrillator. A procedure was performed to evacuate the hematoma. No additional adverse patient effects were reported.